Event description:
The user facility reported after initiating a processing cycle the system 1e began to cycle power off and on. The operator was unable to cancel the cycle to retrieve the instrument for approximately 1 hour causing a procedural delay. The instrument was processed in another device and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician arrived onsite and ran a diagnostic cycle and was unable to duplicate the reported event; the system 1e cycling power off and on. The cycle printout subject of the reported event indicated a power failure but the technician was unable to obtain a copy of it. The cycling of the power inhibited the operator from retrieving the instrument when pressing the cancel button on the system 1e. The technician identified that the unit was receiving 114.9v from customer's supply and the 5v to rex controller indicating the unit's power supply was operating properly. The technician replaced the rex controller and dc power harness and performed an inspecting reading and confirmed the 5 volts needed to operate the controller. The technician performed several diagnostic and processing cycles and confirmed the processor to be operating properly. Steris quality requested the rex controller and power harness be returned for evaluation; however, the technician discarded the components.